Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A neuro coordinator reported that the a1059 mayfield modified skull clamp caused a t-shaped laceration to a (B)(6) year old female patient on her left posterior scalp during a cervical spinal procedure on (B)(6) 2020. The patient was placed in mayfield pins and flipped prone for the procedure. Stereotaxy device was not used. The procedure was done and there were no noticed incidents that were out of the ordinary during the case. When they were finished, the drapes were pulled down and the patient was unsecured from the table and mayfield head holder to be flipped back over supine. Once in her bed, they noticed a moderate amount of bleeding coming from her head. Upon inspection of the pin sites, the surgeon noticed a t-shaped laceration that was measured roughly 4cm x 4cm. Medical intervention/revision was required. An additional information received on 04jun2020 indicating that the device was used for 265 minutes in surgery before the event occurred. Sixty (60) pounds (lbs). Of pressure was applied during the procedure. Integra disposable pins (a1072) were used. The patient was fine and was discharged from the hospital.

Event description:
N/a.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. The unit was received with the lock having both rotational and lateral movement and a residue buildup was present. Upon disassembly, repair noted the index knob and the lock will need new components added to replace worn internal parts. The unit needed to be machined to add heli-coils to the large starburst threads. The set screw in the swivel base was tight. General maintenance and cleaning required. Replacement of worn internal parts and machining of the unit to add heli-coils to the large starburst threads. The device history record (DHR) documentation was conducted for lot 119 showed no abnormalities related to the reported failure. The reported complaint was not confirmed via inspection of the unit; could not duplicate what caused the patient¿s injury. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.